Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of judy0615 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported per received medwatch "plastic wings of stat lock lifting off white sticker."